Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 400 mg/dl at the time of incident. The customer¿s other blood glucose were 395 mg/dl, 372 mg/dl, 394 mg/dl, 397 mg/dl, 407 mg/dl, 444 mg/dl, 417 mg/dl, 459 mg/dl, 413 mg/dl, 416 mg/dl, 335 mg/dl,111 mg/dl, 166 mg/dl, 146 mg/dl. Customer treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was using the auto mode feature. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.